Manufacturer narrative:
(B)(4).

Event description:
It was reported to philips that the heartstart mrx defibrillator sometimes would not recognize the battery when applied. There was no patient involvement.